Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy (other) and spinal pain. It was reported that the pt thought their ins needed to be replaced. Asked why pt think ins needs to be replaced. Pt said they were told ins had to be replaced every 5 years. Reviewed battery life depends on usage and settings. Asked if pt used the programmer to see if there any messages. Pt said they did not try using the programmer. Pt reported the only time they felt stimulation was when they arched their back. Pt thought the device had shifted because they could only feel stimulation in one leg. Pt said they had problems with the other leg. Pt noticed the problem a few months ago. Pt said their therapy was on all the time because pt had chronic pain. Asked if pt had any falls/trauma/car accidents. Pt said yes but they were not that bad. Pt then mentioned they were going to therapy and they were using a machine that was like a stimulating machine with stickers. Pt did not know exactly what it was. Pt wondered if this could have affected the way their device was working. Reviewed we would need to know exactly what they used to provide guidelines. Pt wanted to know who their surgeon was.